Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. The instrument passed the electrical continuity test. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was identified that the cables on the fenestrated bipolar forceps were fraying and pulling out. The instrument was not used in a surgical procedure. There was no report of any fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.